Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to inspect the architect c4000 analyzer. The customer had earlier commented that the reagent probe was on the analyzer for over one year and the cuvette drying tip was dirty and gray. The fse cleaned the cuvettes and replaced the cuvette drying tip. The reagent probe was not replaced. The reagent barcode reader was also adjusted as the customer was concerned that occasionally some segments were not being read. Subsequent instrument operations were acceptable. Review of the analyzer's service history did not identify any contributing factors to the current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operation manual and the architect c4000 system service and support manual provide information to address the current customer issue. Based on the information from the abbott fse, replacement of the cuvette drying tip (list number 09d51-02) addressed the customer issue. The information reasonably suggests a malfunction of the part occurred; however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports falsely elevated clin chem magnesium patient results being generated on an architect c4000 analyzer. The following example was provided: patient: initial result of ">7.8 mg/dl" (upper linear limit = 9.5 mg/dl) with retests at 1.7 and 1.8 mg/dl. The typical normal reference range for this assay is 1.6-2.6 mg/dl. The customer states that the sample probe is over one year old and that the cuvette drier tips are dirty and gray. No suspect results were reported from the lab with no reports of any impact to patient management.